Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was involved in a vehicle accident on (B)(6) 2016. Customer's vehicle rolled over, ejecting customer from the vehicle. Customer suffered broken ribs and fractured disc. Customer was taken to the hospital via ambulance. Customer's blood glucose was 50 mg/dl. Customer was wearing insulin pump during vehicle accident, but pump was removed while in the hospital. It was reported that drive support cap appeared normal. Insulin pump received an unexpected restart alarm, an external ram crc error alarm and a (B)(6) software anomaly. Customer was advised to monitor insulin pump and blood glucose.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump passed the a21 error test; no a21 alarm noted. The insulin pump monitored for several days and no a17 alarm noted however, a47 alarm found in the alarm history due to corrupted history file. The insulin pump received with cracked reservoir tube lip, scratched reservoir tube window and minor scratched lcd window.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.